Manufacturer narrative:
.

Event description:
A vsi micro-introducer kit was used in a patient procedure. During the procedure, the wire provided in the kit became knotted. Upon aggressive removal the wire separated and remained in the leg of the patient. The wire was removed with forceps through a small incision. Patient is reported as okay and no issues.